Manufacturer narrative:
The customer was not performing daily "data backup and clear" because they needed to save 1 week of data in the core unit. The customer performed a data clean-up. They archived the results in data manager which resolved the issue. The investigation is ongoing.

Event description:
The initial reporter alleged a possible sample mismatch issue with a cobas 8000 core unit. The reporter stated that the patient sample ids were reused and the names on the patient result printouts from the core unit (cu) were incorrect. The instrument cu and result printout from cu are displaying a previous patient name. However, the results crossing to the laboratory information system (lis) were correct. There were no adverse events reported as the results crossed to the lis correctly.

Manufacturer narrative:
No further issues were reported by the customer. The investigation determined the customer's actions (performance a data clean-up and archiving of the results in data manager) resolved the issue.